Manufacturer narrative:
H10: per the customer¿s response, reprocessing steps at the material residue point were not deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable finding referenced in b5 the follow non-reportable issues were discovered; the flexibility adjustment ring had a scratch, the grip had a scratch, the forceps channel port had a dent, the switch box had a scratch, the right/left knob had a scratch, the up/down knob had a scratch, no water was fed through the mouthpiece due to damage on the mouthpiece, the scope connector cover unit had a scratch, the suction connector had a scratch, the sheet holder unit had corrosion due to water leakage, the circuit board cover had corrosion due to water leakage, the image had shadows due to damage on the charged coupled device unit, bending angle in up direction did not meet the standard value due to wear of angle wire, the light guide lens had a crack, the bending tube was deformed, the connecting tube had a wrinkle, and finally the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonvideoscope had an image problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.